Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the vessel. The target lesion was located in the anterior tibial. A 1.75mm peripheral rotalink® plus was selected for treatment. During the procedure, it was noted that the burr stopped spinning and became stuck in the blood vessel. A bsc balloon catheter was used to dislodge the burr and retrieve the device from the patient's body. The procedure was then completed with a different device. There were no further patient complications reported and the patient's condition was fine.